Manufacturer narrative:
(B)(4).

Event description:
It was originally reported that the pt experienced no stimulation sensation for approx two days. She was able to get a reading on the screen and a lightning bolt displayed. She increased her settings to the maximum setting but could not feel anything. The health care professional confirmed that the pt was in a motor vehicle accident in (B)(6) 2009. After the accident the pt noticed her device was not working. She experienced pre-existing pain and no stimulation. An x-ray on (B)(6) 2009 confirmed that there was no lead breakage or disconnection noted. The lead and adaptor were replaced on (B)(6) 2009. The device sys was working as programmed post-op. The pt recovered without sequela.